Event description:
It was reported that during a percutaneous coronary intervention, stent damage, dislodgement and migration occurred. Vascular access was obtained via the left radial artery. The de novo 90% stenosed, eccentric target lesion was located in the non-calcified and mildly tortuous ostium of the left anterior descending artery. A significant bend <=45 degrees was identified in the 2.75x30mm lesion. Pre-dilation was not performed. The 2.75x32mm promus element coronary drug-eluting stent system was selected for use and the physician opted to use the tzarbo technique. The protective sleeve of the stent was pulled back so the proximal 1cm of the promus element stent was revealed. This portion was dilated using the balloon of the delivery device inflated to 5 atms. A non bsc guide wire was then thread into the 1st stent strut opening, manuallyt clamping this portion of the stent. The two devices were then introduced into the patient. The physician reported difficulty while attempting to advance the pre-dilated stent and guide wire across the tight ostial lesion. He applied additional force, pushing the guide catheter deeper and the proximal portion of the stent became flared and the stent was compressed, noted to be half its original length. The physician was attempting to withdraw the device back into the 6fr introducer sheath; however, due to the flared end, the stent became stuck in the subclavian artery while remaining on the delivery device. The physician then gained access in the left femoral artery and placed an 8fr introducer sheath. A goose snare was utilized in an attempt to remove the stent, but the damaged stent would not fit into the sheath. In an attempt to clamp the distal end of the stent in the 8fr sheath, so he could remove the stent and sheath together, the physician inflated the stent with the balloon of the delivery system to 14 atms, when it was ¾ into the catheter. However, the stent became loose after inflation. He then used both the femoral and radial catheters to compress the fully expanded stent into a ball and attempted snaring again. He was unable to move the stent into the 8fr sheath, but used the snare to pull the stent down from the subclavian artery to the lower body. He attempted snaring using a 4-loop snare, but the stent was no longer attached to the wire and had migrated to an unspecified location in a lower limb. The procedure was ended and the patient was scheduled to have the stent removed by a vascular surgeon, as well as treatment of the original lesion, (B)(6) 2012. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).